Event description:
It was reported that the lead dislodged and was explanted. The steroid plug had slipped out and was visible at explant.

Manufacturer narrative:
Final analysis found that the steroid plug had slipped out when the helix was in the extended position. This may have been due to incorrect positioning of the steroid plug inside the helix during manufacturing. Incorrect steroid plug positioning could prevent fixation of the helix into the heart wall, which could cause lead dislodgement.